Manufacturer narrative:
H3. Software analysis determined that there was insufficient information to determine root cause of reported behavior. There was one mr exam . Both touch and trace registration pattern were used. Multiple registrations were done. As per logs, error metric varied from 1.12 to 11.6 trace points were inside. Points had 3 red (not verified) and one green point (only one point was verified ). Suggestion to collect points with lighter touches and more point in target region for more region to be in green zone of accuracy. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. Information references the main component of the system. Other relevant device(s) are: product ID: 9 735740, version #: 1.2.0, ubd: , UDI#: the manufacturer representative went to the site to test the navigation system. No hardware parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection. It was reported that the facility was unable to pass registration. It was noted that the deviation error and accuracy metric could not reach passing values. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. Additional information was received stating that the case was a lateral skull base and that the trace pattern did not include the nose at all. In addition, some registrations were attempted before auto refining to fill in holes on the interior of the scan. Technical service recommended to trace the patient nose and always auto refine to fill in holes.